Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 75-year-old male with a pre-support clinical state consistent with scai shock stage e presented with acute myocardial infarction and cardiogenic shock and underwent placement of an impella cp via right femoral percutaneous arterial access. Despite device support, the patient remained hemodynamically unstable and mean arterial pressure could not be maintained despite maximum vasopressor therapy. The patient subsequently experienced cardiovascular collapse in the ICU, prompting initiation of cardiopulmonary resuscitation; however, return of spontaneous circulation was not achieved, and the patient expired within three hours of admission to the unit. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock and severity of the patient¿s underlying condition.